Event description:
Additional information was received from the physician regarding the patient. There was not manipulation or trauma that was believed to have contributed to the high impedance. X-rays have not been taken.

Event description:
It was initially reported that the patient had high impedance (10000 ohms) at system test at a follow-up appointment following generator replacement surgery. The impedance on the date of replacement was 5614 ohms. The patient had their generator disabled and were referred to a surgeon. It is unknown if x-rays are going to be taken. Surgery is likely but has not occurred to date. Good faith attempts have been unsuccessful to date.